Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large. The customer's blood glucose level was 74 mg/dl. Reportedly, the customer had been modifying eating habits to a healthier diet and had not yet changed the pump settings to accompany the changes. Recommendation was made to consult with health care provider regarding fine-tuning the pump settings to reflect the changes in the customer's diet.